Manufacturer narrative:
Five catheters were received for evaluation. Examination and inspection of the returned catheters revealed all five had the tip intact but they were bent and unusable. Therefore, the complaint is confirmed for bent/kinked catheters. The complaint history was reviewed, revealing that this is the first such complaint for this lot number.

Event description:
(B)(6). According to the information received, the end user states that half of the catheters in the box had mutilated tips. The patient experienced pain inserting the catheters.